Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports the lower gums are very red and tender, canker sore in the lower front gum area, and several small cuts/sores lower right side gum area. The top halve of lower gums are lighter/discolored compared to the other lower half. No issues in the past five weeks, just started and did not wear retainer at night. Current upper/lower aligner noted as #5. Dental history includes orthodontic braces and retainer and customer grinds/clenches teeth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.